Manufacturer narrative:
The investigation confirmed that higher than expected vitros amon results were predicted from a quality control fluid while using the vitros 5,1 fs system. Investigation determined the most likely assignable cause was attributed to an equipment related issue (incubator contamination). An operator inappropriately used an ammonia based cleaner while performing instrument maintenance which is not in accordance with the vitros 5,1 fs chemistry system user documentation. After cleaning the microslide incubator and recalibrating the vitros amon slide lot, acceptable performance was observed.

Event description:
The customer obtained higher than expected vitros amon (ammonia) quality control results while using a vitros 5,1 fs chemistry system. Vitros amon results of 225.8, 224.8, 227.5, 228.0, 225.8, 230.0, 249.7, and 225.6 mmol/l vs. The expected result of 187.1 mmol/l were predicted. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer did not indicate that patient results were affected and there were no reported allegations of patient harm. (B)(4).